Event description:
It was reported that during an implant, two different left ventricular leads were attempted and neither would fixate properly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. Primary analysis finding: no anomalies were found. Blood/body fluid was present in/on all conductors. Evaluation summary (B)(4): the full lead was returned and analyzed. Primary analysis finding: no anomalies were found. Blood/body fluid was present in/on the distal conductor.